Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that evaluation of the device could not replicate the reported issue. Logs were reviewed, and no display-related issues or faults were found. The logs are not designed to record display issues and would not be recorded in the log. Bench handling and impedance calibration testing were performed with passing results. An internal inspection was performed, and no issues involving display cables or the display were found. As a precaution, the lcd display was replaced as a precaution. No fault found with the device. No emerging trend based on similar reports.